Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found a roll of tape inside the gantry in the cable tray causing the system to jam up when trying to do a spin. Removed the roll and verified that it did not cause any further damage to the system and that it functions as intended. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during an electrode placement procedure the imaging system was unable to complete a spin. The medtronic representative reported the gantry of the imaging system was raised up too high that it hit the bed and damaged the gantry. The site tried a test spin but when the emitter moved to the top of the gantry it hit a hard stop and was unable to complete the spin. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.